Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not functioning properly. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump was exposed to moisture swimming at the beach. Customer stated that fluid under the lcd. The insulin pump will be returned for analysis.